Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer inspected sample and photographs provided. Bd received one 24ga insyte autoguard unit within a sealed package from lot number 9008782. All components were present and intact. Through the visual/microscopic evaluation, a black speck was observed flowing around the safety barrel area within the sealed package. The photographs displayed similar findings to that of the returned unit. The reported issue was confirmed. Although a definite source for the foreign matter particle could not be determined, the speck was found within a sealed package therefore the cause is determined to be manufacturing related. The unit was sent out for further testing in which the results show that the foreign matter was most likely polyester which probably was caused due to clothing of operators and mechanics working close to the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that there was foreign matter in product with a bd insyte¿ ag¿ bc global yel 24ga x 0.75in. The following information was provided by the initial reporter, translated from japanese to english: black fm was in the product.

Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter in product with a bd insyte¿ ag¿ bc global yel 24 ga x 0.75 in. The following information was provided by the initial reporter, translated from (B)(6) to english: black fm was in the product.